Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('location of the perforation: fallopian tube'), ectopic pregnancy with contraceptive device ('tubal pregnancy'), device dislocation ('migration') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient hadn¿t undergone essure confirmation test". The patient's medical history included multigravida, parity 4, lochia malodourous, c-section, depression and wound infection. * (B)(6)2014 clinical history: desiring sterilization, primary c section with bilateral tubal ligation diagnosis: fallopian tubes, right and left (bilateral segmental tubal ligation) -benign complete cross section identified. On(B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe and persistent pelvic and side pain"). In (B)(6) 2014, the patient experienced arthralgia ("hip pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse") and migraine ("migraines"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with vomiting and malaise. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency right salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device and device dislocation outcome was unknown and the pelvic pain, arthralgia, genital haemorrhage, abdominal pain lower, adnexa uteri pain, dyspareunia, migraine and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, back pain, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: she is trying to have the left side removed due to complications, but she do not have a scheduled date or healthcare provider yet. Removal details- there is roughly 50 cc of clot along the left adnexal area as well as roughly 50 cc of blood in the cul-de-sac. There is a question of ectopic pregnancy within the clot on the left side. The left and right ovary appeared normal. The right tube showed normal findings with the ion of previous tuba ligation with filshie clip noted on both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: pregnant. Pregnancy test urine - on an unknown date: results: pregnant. Ultrasound scan - in (B)(6) 2017: results: ectopic pregnancy; on (B)(6)2017: ultrasound transvaginal: findings: the left ovary measures 2.2 x 2.3 x 3.6 cm. There is a 9 mm left ovarian cyst. There is a left adnexal mass/complex collection that measures 6.8 x 4.6 x 3.5 cm it appears to be separate from the ovary ectopic pregnancy cannot be excluded. Impression: 1. No intrauterine pregnancy identified. 2. 6.8 x 4.6 x 3.5 cm heterogeneous left adnexal mass versus collection. The appearance is suspicious for ectopic pregnancy. A follow-up beta hcg level is recommended. 3. 9 mm left ovarian cyst. 4 mild to moderate free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. New events added: migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('location of the perforation: fallopian tube'), ectopic pregnancy with contraceptive device ('tubal pregnancy'), device dislocation ('migration') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient hadn¿t undergone essure confirmation test". The patient's medical history included multigravida, parity 4, lochia malodourous, c-section, depression and wound infection. * (B)(6) 2014 clinical history: desiring sterilization, primary c section with bilateral tubal ligation diagnosis: fallopian tubes, right and left (bilateral segmental tubal ligation) benign complete cross section identified. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe and persistent pelvic and side pain"). In (B)(6) 2014, the patient experienced arthralgia ("hip pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse") and migraine ("migraines"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with vomiting and malaise. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device and device dislocation outcome was unknown and the pelvic pain, arthralgia, genital haemorrhage, abdominal pain lower, adnexa uteri pain, dyspareunia, migraine and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, back pain, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: she is trying to have the left side removed due to complications, but she do not have a scheduled date or healthcare provider yet. Removal details- there is roughly 50 cc of clot along the left adnexal area as well as roughly 50 cc of blood in the cul-de-sac. There is a question of ectopic pregnancy within the clot on the left side. The left and right ovary appeared normal. The right tube showed normal findings with the ion of previous tuba ligation with filshie clip noted on both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: pregnant. Pregnancy test urine - on an unknown date: results: pregnant. Ultrasound scan - in (B)(6) 2017: results: ectopic pregnancy; on (B)(6) 2017: ultrasound transvaginal: findings: the left ovary measures 2.2 x 2.3 x 3.6 cm. There is a 9 mm left ovarian cyst. There is a left adnexal mass/complex collection that measures 6.8 x 4.6 x 3.5 cm it appears to be separate from the ovary ectopic pregnancy cannot be excluded. Impression: 1. No intrauterine pregnancy identified. 2. 6.8 x 4.6 x 3.5 cm heterogeneous left adnexal mass versus collection. The appearance is suspicious for ectopic pregnancy. A follow-up beta hcg level is recommended. 3. 9 mm left ovarian cyst. 4 mild to moderate free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New events added: migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('location of the perforation: fallopian tube'), ectopic pregnancy with contraceptive device ('tubal pregnancy'), device dislocation ('migration') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient hadn¿t undergone essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, lochia malodourous, c-section, depression and wound infection. * (B)(6) 2014 clinical history: desiring sterilization, primary c section with bilateral tubal ligation diagnosis: fallopian tubes, right and left (bilateral segmental tubal ligation) benign complete cross section identified. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe and persistent pelvic and side pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("hip pain"), abdominal pain lower ("cramping") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse") and migraine ("migraines"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with vomiting and illness. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device and device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, arthralgia, abdominal pain lower, adnexa uteri pain, dyspareunia, migraine and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, back pain, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: she is trying to have the left side removed due to complications, but she do not have a scheduled date or healthcare provider yet. Removal details- there is roughly 50 cc of clot along the left adnexal area as well as roughly 50 cc of blood in the cul-de-sac. There is a question of ectopic pregnancy within the clot on the left side. The left and right ovary appeared normal. The right tube showed normal findings with the ion of previous tuba ligation with filshie clip noted on both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: pregnant. Pregnancy test urine - on an unknown date: results: pregnant. Ultrasound scan - in (B)(6) 2017: results: ectopic pregnancy; on (B)(6) 2017: ultrasound transvaginal: findings: the left ovary measures 2.2 x 2.3 x 3.6 cm. There is a 9 mm left ovarian cyst. There is a left adnexal mass/complex collection that measures 6.8 x 4.6 x 3.5 cm it appears to be separate from the ovary ectopic pregnancy cannot be excluded. Impression: 1. No intrauterine pregnancy identified. 2. 6.8 x 4.6 x 3.5 cm heterogeneous left adnexal mass versus collection. The appearance is suspicious for ectopic pregnancy. A follow-up beta hcg level is recommended. 3. 9 mm left ovarian cyst. 4 mild to moderate free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("location of the perforation: fallopian tube"), ectopic pregnancy with contraceptive device ("tubal pregnancy") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient hadn¿t undergone essure confirmation test". The patient's past medical history included multigravida and parity 4. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe and persistent pelvic and side pain"). In (B)(6) 2014, the patient experienced arthralgia ("hip pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse") and migraine ("migraines"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with vomiting and malaise. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (emergency right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain, arthralgia, genital haemorrhage, abdominal pain lower, adnexa uteri pain, dyspareunia, migraine and back pain had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, back pain, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: she is trying to have the left side removed due to complications, but she do not have a scheduled date or healthcare provider yet. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: pregnant; pregnancy test urine - on an unknown date: pregnant; ultrasound scan - in february 2017: ectopic pregnancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Patient demographic information and patient relevant history added. Essure removal date added. Events location of the perforation: fallopian tube, severe and persistent pelvic and side pain, tubal pregnancy, device ineffective, hip pain, excessive bleeding, cramping, ovarian pain, pain during intercourse, migraines, back pain and patient hadn¿t undergone essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('location of the perforation: fallopian tube'), ectopic pregnancy with contraceptive device ('tubal pregnancy'), device dislocation ('migration') and genital haemorrhage ('excessive bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient hadn¿t undergone essure confirmation test". The patient's medical history included multigravida, parity 4, lochia malodourous, c-section, depression and wound infection. (B)(6) 2014 clinical history: desiring sterilization, primary c section with bilateral tubal ligation. Diagnosis: fallopian tubes, right and left (bilateral segmental tubal ligation). -benign complete cross section identified. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe and persistent pelvic and side pain"). In (B)(6) 2014, the patient experienced arthralgia ("hip pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and adnexa uteri pain ("ovarian pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse") and migraine ("migraines"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In (B)(6) 2017, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with vomiting and malaise. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device and device dislocation outcome was unknown and the pelvic pain, arthralgia, genital haemorrhage, abdominal pain lower, adnexa uteri pain, dyspareunia, migraine and back pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain lower, adnexa uteri pain, arthralgia, back pain, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: she is trying to have the left side removed due to complications, but she do not have a scheduled date or healthcare provider yet. Removal details- there is roughly 50 cc of clot along the left adnexal area as well as roughly 50 cc of blood in the cul-de-sac. There is a question of ectopic pregnancy within the clot on the left side. The left and right ovary appeared normal. The right tube showed normal findings with the ion of previous tuba ligation with filshie clip noted on both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: results: pregnant. Pregnancy test urine - on an unknown date: results: pregnant. Ultrasound scan - in (B)(6) 2017: results: ectopic pregnancy; on (B)(6) 2017: ultrasound transvaginal: findings: the left ovary measures 2.2 x 2.3 x 3.6 cm. There is a 9 mm left ovarian cyst. There is a left adnexal mass/complex collection that measures 6.8 x 4.6 x 3.5 cm it appears to be separate from the ovary ectopic pregnancy cannot be excluded. Impression: 1. No intrauterine pregnancy identified. 2. 6.8 x 4.6 x 3.5 cm heterogeneous left adnexal mass versus collection. The appearance is suspicious for ectopic pregnancy. A follow-up beta hcg level is recommended. 3. 9 mm left ovarian cyst. 4 mild to moderate free fluid in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New events added: migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.